Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The pipeline check valve was cleaned to resolve the issue. Block a: no report of patient involvement. Block d4: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in low drive gas and subsequent loss of mechanical ventilation. There was no patient involvement.